Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Not returned.

Event description:
Verbal notice from outside council indicated that an attorney from (B)(6) has a client who received the persona tm tibial component and will be making legal claims for them. No additional information was provided. Note: the only item involved with zimmer biomet (B)(4) design control is the nexgen tm patella (p/n: 00-5878-065-32, l/n: 62410472). The persona tm tibial component is not a zimmer biomet (B)(4) design controlled part.